Event description:
The patient (pt) reported they had experienced a loss or change of therapy. Pt reported her implant stopped working and there was a return of symptoms. Pt reported her implant site has been sore. Regarding if pt had any falls/traumas, pt stated she did not. Regarding did the patient feel stimulation, it was noted: no. Regarding was the therapy on, it was noted: no. Turn therapy on. Regarding was situation resolved, it was noted: yes. Pt stated she was able to feel stim right now and thought her device may have been off for the past few days which was why she had a return of symptoms. Pt stated she likes where her settings are at so she will keep it there and continue to monitor her symptoms. Troubleshooting resolved reported issue. Event date: (B)(6) 2016. About a week ago - soreness at implant site. About 3 days ago - return of symptoms. Indications for use noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.